Event description:
A customer contacted beckman coulter inc. (Bci) stating that a lipase and aqua calibrator reagent pack was leaking. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.